Event description:
Philips received a complaint on the device efficia dfm100 indicating that customer administered shock with dfm100 once, but then displayed "pads off" several times and no shocks were delivered after that. The impact was reported as unknown, and no actual or potential harm was reported. The device was in clinical use and manual mode. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Reporting institution phone # and reporter phone # = unknown. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer reported the device is currently in good working order and has passed the operational checks. Philips did not evaluate the device. A philips clinical expert analyzed the patient event file and concluded that pads was identified as the ECG source, yet no ECG was displayed. There were multiple instances of pads marginal/pads off/pads on sequences, indicating there were issues with the pads contact with the patient. Based on the information available and the testing conducted, the cause of the reported problem was user error as indicated by multiple instances of pads marginal/pads off/pads on sequences. The reported problem was confirmed. The analysis found no sign of device malfunction. The device performed according to its specification. It has been concluded that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the customer administered shock once, but then displayed "pads off" several times and no shocks were delivered after that. The device was in clinical use and manual mode. The customer reported the patient condition was ventricular fibrillation. The procedure being attempted was emergency cardioversion. The customer used another device to treat the patient, however, the patient outcome was death.

Manufacturer narrative:
Correction: reporting institution address has been updated.

Manufacturer narrative:
This report has been updated from serious injury to death. A follow up report will be submitted upon completion of the investigation.

Event description:
This report has been updated from serious injury to death. Philips received a complaint on the device efficia dfm100 indicating that customer administered shock with dfm100 once, but then displayed "pads off" several times and no shocks were delivered after that. The device was in clinical use and manual mode. The customer reported the patient condition was ventricular fibrillation. The procedure being attempted was emergency cardioversion. The customer used another device to treat the patient, however, the patient outcome was death. The customer reported the device is currently in good working order and has passed the operational checks. Philips did not evaluate the device. This investigation is pending patient event file review. A follow up report will be submitted upon completion of the investigation.